Manufacturer narrative:
The system checkout log was reviewed and revealed eight system check test failure alarms, thus confirming the customer-reported issue of the driver not passing system checkout. Further review indicated that the system check test failure alarms were due to the depletion of the 9v battery (voltage below acceptable limits). The root cause for the depleted 9v battery could not be conclusively determined, however, based on device tracking information, the driver sat idle for several months and it is suspected that during this time, the 9v battery experienced a deep cell depletion. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The supplier, a syncardia authorized warehouse, reported that the companion 2 driver did not pass the system check procedure.